Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
The patient broke the diaphyseal bone due to a fall and had surgery on (B)(6) 2017. The implants inserted on (B)(6) 2016 were not removed and a plate was used to fix the broken bone. The surgeon considered about replacing the stem to long stem but condition of patient's bone was not suitable for it so he used a plate instead.